Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photos show that the extension tubing is fractured, the fracture site is about 1mm away from the pp connector, and the state of the fracture surface cannot be clearly identified. 2. DHR/bhr review lot 4016767; 1 this batch of products were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken to test the pull strength between the extension tubing and the pp connector, and the test result is within the product specifications. 4. 3 days after the use of the product, the extension tubing and the pp connector were fractured, and no leakage occurred , indicating that the product was not abnormal in the early use, and the extension tubing fracture occurred in the indwelling state without infusion. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion the returned photo shows that the extension tubing is fractured, the fracture site is about 1mm away from the pp connector. The root cause of this defect cannot be determined because no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals about this batch of products, and no defective sample is received for further testing.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm separation adapter from tubing. This product appeared to disconnect the extension tube and y-seat 3 days after use; samples are not returnable, photos are available; green claims are required, complaint response letters are required, complaint acceptance letters are not required.